Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call the customer had experienced diabetic ketoacidosis. Customer did not mention any treatment and symptoms. The insulin pump will not be returned for analysis.